Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the monitor would not power up. Upon eval, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the device was not working properly and had prompted her to contact zoll for help. Customer support had pt's wife perform a download. The download revealed three abnormal shutdowns. The pt was issued a replacement monitor.